Manufacturer narrative:
The initial medwatch was submitted inadvertently as a duplicate event. As the report was submitted via mfg report # 3013756811-2025-178583.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer was admitted to the intensive care unit and experienced diabetic ketoacidosis. No additional information was provided.